Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was locked out and stopped activating. The sales rep confirmed after the operation that the tissue pad was damaged. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.